Event description:
It was reported that there was a communication problem between the implantable neurostimulator (ins) and the implantable neurostimulator recharger (insr). An ins overdischarge was suspected. The last time any stimulation was felt was 2 to 6 months before the report. The last successful recharging session was 1 to 2 months prior to the report. After interrogating the ins with the patient programmer (pp), a poor communication screen was seen. Additional information received reported the patient had been having trouble with her ins for about the last 2 years, and it was ¿fixed for her once.¿ it was reported the ins was in overdischarge. The patient reportedly contacted the manufacturer a year ago stating ¿something is wrong with the battery,¿ and that it wasn¿t charging. It was reported the patient had trouble charging the device. Additional information received reported the patient had not had stimulation and has been in pain for 1.5 months. It was reported this was the second time this had happened. Additional information received reported the manufacturer representative was working on ¿jumping¿ the patient¿s battery on (B)(6) 2014. It was later reported that the event was due to a premature battery depletion. X-ray scan was done as an intervention. The patient did not require hospitalization.

Manufacturer narrative:
Concomitant products: product ID 37092, lot # 207350002, implanted: (B)(6) 2009, product type accessory; product ID 3 550-14, lot # n203781, implanted: (B)(6) 2009, product type accessory; product ID 355028, lot # n172879, implanted: (B)(6) 2009, product type accessory; product ID 355028 lot# n198302 serial# implanted: 2009-08-24 explanted: product type accessory; product ID 355031, lot # n206282, implanted: (B)(6) 2009, product type screening device; product ID 3888-45, lot # v281382, implanted: (B)(6) 2009, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger. (B)(4).